Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the inspiratory pressure solenoid and tubing. The customer informed covidien that they will replace it themselves. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling. There was no patient involvement.